Manufacturer narrative:
Troubleshooting was performed with the customer, including inspecting components/accessories for damage and cleaning and reassembling components/accessories and verifying breast shield fit. No damage was found during troubleshooting and there was no improvement to the suction of the pump. A replacement pump was sent to the customer. On (B)(6) 2017, a medela clinician contacted the customer, at which time the customer stated that she was put on medication three times for mastitis. The doctor told her some women have to pump frequently, in addition to nursing, to keep ducts from clogging, prevent mastitis, and make sure they don't lose their milk supply. The customer reported that she has received the replacement pump and it is working well. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she was experiencing low suction with her pump in style breast pump. The customer reported that she has an auto immune disease for which she takes steroids and when she does, she has to pump every two hours to keep her milk supply up. The customer stated that she has had mastitis a few times and she has met with her doctor and they have come to the conclusion that it might have something to do with her breasts and how easily they get clogged.